Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. Although a specific cause for the alarms could not be conclusively determined through this evaluation, the account later communicated that they were a result of cardiac arrest. A direct correlation between the device and the reported events and patient outcome could not be conclusively established through this evaluation. The device operated as expected and was not returned for evaluation. The submitted system controller log files captured low flow alarms on (B)(6) 2023. No other notable events were observed, and the device appeared to have operated as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including respiratory failure and death. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. This section also explains that changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook rev. D is also currently available. Section 5, "alarms and troubleshooting", also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected . Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient collapsed at home between 11:20 and 11:30 am. The patient's family noted that low flow alarms started shortly after. The patient was sent to the hospital and intubated with low flow alarms indicating a flow of 0.8 liters per minute (lpm). Log files were submitted for review. It was noted that the event log captured constant low flow events with flow noted mainly below the 1.5 lpm at 2:27 pm then several minutes later the flow was routinely below 1.0 lpm. The pulsatility index (pi) during that time was between the 5 to 6 range and was non-variable. This indicated that something may have been ingested into the ventricular assist device (vad) circuit. There was no electrical or cardiac movement in the ultrasound and the patient passed away around 2:30 pm. The driveline was disconnected on (B)(6) 2023 at 2:48 pm. The cause of the low flow alarms and death was presumed to be respiratory arrest leading to cardiac arrest. The death was not considered to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.